Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device received pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple power reset error. The customer¿s blood glucose level was unknown. It also stated that the second time alarm occurred within 4 hour's of troubleshoot previous the occurrence. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.